Manufacturer narrative:
A device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The target lesion was the proximal/mid left anterior descending coronary artery (lad). The physician had predilated the lesion with 2.5x15mm and 3.0x15mm maverick balloons. It was noticed that a strut was lifted on the 3.0x16mm taxus express2 drug eluting stent (des). The procedure was completed using a 3.0x20mm taxus express2 des. Additional info has been requested, but not received.